Event description:
Rn admits taking forcept out of package pretested by opening/closing and it worked fine. Md placed forcep down olympus 1t200 scope into right upper lobe of lung. Md opened forcep to take bite and noted one cup had detached from hosuing and was in the lung. Removed forcep and used another forcep to retrieve cup and complete procedure. Rn states pt discharged later that day without any complications.